Manufacturer narrative:
Events are reported by complication rather than the preferred patient/device/complication format due to the limitations of the data. Follow-up is in process to obtain more patient/event specific information and the results will be provided when available. It is likely that many patients experienced multiple complications during the same event which would significantly reduce the number of reportable events.

Event description:
Journal reference: mcclelland iii, md et al. "Microelectrode recording-determined subthalamic nucleus length not predictive of stimulation-induced side effects." Neurosurgical focus. Nov 2005; vol 19(5): e13. The article describes a study to evaluate the relationship between the mapping of the stn by using mer and postoperative stimulation induced side effects. Eighty-two electrodes were implanted in 75 patients. A total of 82 electrodes were associated with 97 stimulation-induced side effects. Because a particular electrode could yield multiple side effects and multiple electrodes could belong to the same patient, the number of side effects could be correlated only with the number of electrodes and not with the number of patients. Reportable events: lead (n=49) paresthesia, lead (n=13) dystonic contraction, lead (n=8) eyelid-opening apraxia/ocular motor effects, lead (n=6) dysarthria, lead (n=5) dyskinesia, lead (n=5) dizziness/ataxia, lead (n=4) numbness, lead (n=2) diplopia/blurred vision, lead (n=2) lightheadedness, lead (n=1) blepharospasm, lead (n=1) confusion, lead (n=1) mutism.